Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999 the patient underwent a primary right l4-l5 spinal root decompression. In 2000, the patient presented with recurrent radiculitis. The investigator noted the event as moderate in intensity. MRI was normal. Patient given narcotics and muscle relaxants. Also pain management consultation with injections. The event resolved with treatment in 3 months. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as an idiosyncratic effect.